Manufacturer narrative:
Insulin pump alarmed compromised force sensor during the basic occlusion test due to protruded/loose drive support disk. Unable to perform the occlusion, prime/delivery and excessive no delivery test or verify motor error alarm due to compromised force sensor alarm. Motor passed the motor test. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window, and broken belt clip slot. (B)(4).

Event description:
Customer reported via phone call to have received two motor error alarms. After customer reset insulin pump he received a compromised forced sensor alarm during priming. Customer states insulin "squirt" out when attempted to prime. Customer states drive support cap was sticking out. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.